Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had an over infusion of secondary vancomycin (750mg/250ml) that was running with primary normal saline. The infusion was intended to infuse at a rate of 250ml/hour with a volume to be infused of 250ml. The normal saline was intended to infuse at a rate of 20ml/ hour following the completion of the vancomycin infusion. The bag was found to be empty unexpectedly quickly. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an over infusion of an unspecified medication. The bag was found to be empty unexpectedly quickly. There was patient involvement but no harm.